Event description:
It was reported that the customer received multiple altitude alarms during basal delivery. The customer cleared the alarms and resumed insulin delivery successfully. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.